Event description:
It was reported that a person using an ilet system experienced hyperglycemia, with cgm indicating ¿high¿ and a confirmatory fingerstick of 440 mg/dl, despite no observed infusion set leakage, kinks, air bubbles, or dosage stoppage, and with tubing flow verified; a site change was performed and the user was advised to allow time for glucose regulation and to expect follow-up. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included customer troubleshooting and coaching on infusion site change and verification of infusion set function. Investigation of this case revealed no device malfunction could be identified based on available information, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.